Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that they are having problems with getting their heart rate up while riding a bike. It was also reported by the patient they went in for an adjustment where they walked up and down stairs and felt good. However, the patient ended up in the emergency room with chest pain. The device was tested before the last adjustment; patient is frustrated and knows that more can be done for them. It was further reported that the physician is aware of the patient's situation and have determined there is an issue with the "max track rate." The patient is being monitored and has been told to tap the pacer when riding a bike in order to get the heart rate up. The device remains in use. No further patient complications have been reported as a result of this event.